Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the blade broke inside the pt. The case was completed by using another instrument and the broken blade was removed. No pt consequence was reported.